Event description:
It was reported that this left ventricular lead exhibited loss of capture even at max output due to a dislodgement that was confirmed through x-ray. It was noted that during the extraction procedure this lead got damaged, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.